Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Photos were provided which show the stent graft partially deployed. Radiographic images of the patient anatomy with two overlapping deployed stents were also provided which give no information about the reported partial deployment. The stent graft was found partially deployed which leads to confirmed results. It was reported that a 0.035" guidewire / 12f introducer sheath were used for access, the tracking vessel was neither tortuous nor calcified and the device was flushed before use. Based on the provided information and evaluation of the returned sample, the investigation is closed with confirmed results for misfire. A definite root cause for the reported event could not be determined. The intended use of the device in the treatment of aneurysm of right brachial and axillar artery represents an off-label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use state that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding accessories the instructions for use states: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure'; the packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. The fluency plus vascular stent graft is indicated for use in the iliac and femoral arteries. The instructions for use further states that "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established". H10: d4 (expiry date: 01/2024) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the device allegedly failed to release. Reportedly, the device was removed from the patient and another device was used to complete the procedure. There was no reported patient injury.